Manufacturer narrative:
If the product is returned, analysis would be performed and this report would be updated at that time.

Event description:
It was reported that this right ventricular (rv) pacing impedance had been gradually increasing over the last year reaching to a measurement of 1500 ohms. Eventually this lead was explanted and replaced due to this reason. It is not expected that this rv lead be returned for analysis. No additional adverse patient effects were reported.